Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted, and no deviations or non-conformances were recorded relating to this issue. One used sample was returned to argon from the customer. A visual inspection was performed on the returned product. The visual inspection established that the tubing was cut. The catheter was flushed while the severed section was clamped to recreate the reported issue, and no leaks were observed. The condition may have resulted from the hub not being fully secured during use. Since the failure could not be duplicated at the time of inspection, no further action will take place. However, argon will continue to monitor for recurrence. Additional information provided in d.9., h.3., h.6. And h.11.

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
PICC line inserted on first attempt. Easy blood return and flushed easily. After line secured, dampness noted on dressing. Leaking then noted in the top of the hub of the line. Level of harm: no apparent harm - reached the patient/person -- inconvenient.